Event description:
Allegedly, cup appeared loose requiring revision.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The device event code is addressed in the package insert. Although several attempts have been made, a medwatch 3500a has not been received from the user facility. This is the same event as 1043534-2009-00411, 00412, 00413.